Manufacturer narrative:
The reported event of unable to advance guidewire within lead was confirmed. As received, a complete lead was returned in one piece. X-ray inspection of the lead found the inner coil was offset at the s -curve region consistent with procedural damage. The guidewire insertion/ removal could not be tested due to offset inner coil at the connector region, as received. The cause of the reported event of failure to advance guidewire was due to damaged inner coil.

Event description:
It was reported that during the initial implant procedure, the guidewire was unable to advance within the left ventricle (lv) lead. The lv lead was not implanted and was replaced. The patient was in stable condition.